Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00082 and 9616099-2016-00083. Complaint conclusion: as reported, the diagnostic catheter coating is not fixed to the catheter body and was reportedly detached from the catheter body. There was no report of patient injury. This occurred with two catheters. One was noticed once the package was opened and the other was noticed through the sterile packaging. A same like device was used to complete the procedure. Image provided shows a splintered strain relief. The intended procedure was an interventional cardiology procedure. There were no damages noted to the packaging or to the catheter. There was no difficulty removing the first catheter from the packaging. It was reported that the device was not exposed to direct sunlight or high humidity. One non- sterile diagnostic cardiology catheter st f6 was received coiled inside a plastic bag. Per visual analysis, the strain relief was received completely peel off from the device surface for analysis and the hub presented a yellowish color condition. No other anomalies were observed on the received unit. A meeting was held with the pet in order to review the complaint unit. After the unit was reviewed, it was determined that the unit needed to be sent for specialized testing. The unit was sent to (B)(4) analysis in order to analyze the conditions found in the device during visual analysis. (B)(4) analysis ruled out change in the chemical formulation used on the body of the complaint unit since characteristic ir absorption bands of polyamide were observed. When the spectrum of the complaint unit was compared to a control unit, a slight increase in the absorption of bands from the complaint unit was observed. This condition suggests presence of oxidation on the body probably caused by an external agent such as sunlight, humidity, temperature, etc. However, this is only an assumption based on the patterns observed in the resultant ir spectrum. Another meeting was held with the pet to review the results of the test (tga/ftir) performed on the received unit. After the results were reviewed, it was determined that the conditions observed on the received unit are not related to the catheter manufacturing process. Review of lot 17149018 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿coating - separated-during prep as well as ¿strain relief - splintered-during prep¿ were confirmed during analysis due to the condition in which the product was received. The exact cause of the event experienced by the customer could not be conclusively determined. However, as per the product analysis, an external agent such as sunlight, humidity, temperature, etc. May have contributed to the reported event. According to the product instructions for use, users are cautioned to store the catheters in a cool, dark, dry place. Furthermore, users are cautioned that exposure to temperatures above 54°c (130°f) may damage the catheter. Controls are in place that prevents this occurrence throughout the manufacturing process. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. This is one of to products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00082 and 9616099-2016-00083.

Event description:
As reported, diagnostic catheter coating was reportedly detached from the catheter body, is not fixed to the catheter body. Lot 17149018 package was opened (before using it on a patient) but lot 17159914 was not opened and same like problem was detected by the hcp from the outside plastic sterile bag. A same like device was used to complete the procedure. Image provided shows a splintered strain relief. The intended procedure was an interventional cardiology procedure. There were no damages noted to the packaging and no other damages noted to the catheter. There was no difficulty removing the first catheter from the packaging. ¿the coating was detached from the catheter body in one of the units and in the second one the same like problem could be seen from outside the sterile bag . Coating small pieces were floating inside the bag previous to opening. In fact, this second unit was not even opened and it has.¿ it was reported that the device was not exposed to direct sunlight or high humidity.